Event description:
It was reported by the customer that during a shift check, the autopulse platform displayed a "system error, revert to manual CPR" message upon power up. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the battery lock pin was found to have been damaged. From the condition of the returned platform, the damage appears to have been due to wear and tear. The reported complaint was confirmed; the platform displayed a "system error, out of service" message upon power up. Further inspection identified the cause to be a defective pca board. Following replacement of the pca board, functional testing was performed and the platform then displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. The observed ua 17 is considered to be unrelated to the reported complaint. Inspection of the device, identified the cause of the ua 17 to be a defective drivetrain. Following replacement of the drivetrain, functional testing was continued and the platform performed as intended with no other user advisories or warnings observed. Load cell characterization was also performed which verified that the load cells were functioning as intended. A review of the archive was performed and no user advisory codes were observed on the reported event date of (B)(6) 2015. However, consistent with the reported information, multiple system error 139 (unable to hold compression position) codes were observed on (B)(6) 2015. Based on the investigation, the parts identified for replacement were the battery lock pin, pca board, and drivetrain. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review and is attributed to a defective pca board. Following service, including replacement of the pca board, the device passed all testing criteria.

Manufacturer narrative:
The customer also reported that a zoll field rep was called out to evaluate the autopulse platform and it is unknown how long the platform has been experiencing this issue. Product in complaint was returned to zoll on 03/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.